Event description:
Boston scientific received information that this right ventricular (rv) lead was deteriorating. The patient indicated the physician would replace the lead when required. At this time, it is unknown the specific issue with the lead. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.